Manufacturer narrative:
(B)(4). The sample is available for evaluation, but has not yet been received. If additional information becomes available, then a follow up MDR will be submitted. This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). This report of the pull ring that came loose from the patient line was confirmed in the lab. The sample was returned and visually inspected. It was noted that the cap on the patient line connector was loose from the cassette. A batch review was performed with no issues noted. Based on the information obtained from baxter's investigation, the root cause of this report was not determined. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
A patient reported to a baxter sales representative that the patient line cap was separated from the port. There was no patient injury / medical intervention. The actual sample is available for evaluation.